Manufacturer narrative:
Zoll medical corp. Has not received the production for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that while attempting to treat a pt (age & gender unk) the device was unable to analyze. Complainant alleged that during subsequent testing, they were unable to duplicate the fault. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.